Manufacturer narrative:
A partial lead with the tip measuring 47.0cm was returned for analysis. Internal insulation abrasion was noted at 7.1-8.2cm from the tip electrode. Internal insulation abrasion under the rv shock coil was noted at 6.1-6.4cm from the tip electrode. The etfe coating was intact at these locations.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported during device change out due to normal eri, externalized conductors, high impedance and low sensing were observed. Patient was asymptomatic. During dft testing, after inducing the patient there was a signal drop out and the patient was rescued externally. Reprogramming was successful however it was noted the device started charging due to lead noise. Tachy therapy was disabled until lead replacement. Lead was explanted and replaced.